Manufacturer narrative:
The report of iui corrosion was confirmed after a review of the pictures contained in the site visit report. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a site visit, the customer reported corrosion on iui connectors. There was no report of patient involvement.